Event description:
The user went to take the head ring off the pt and they found that one of the head ring screws had broken. They are unsure of when the breakage occurred. There was no pt injury as the result of the breakage.